Manufacturer narrative:
(B)(4). Date sent: 10/20/2022. Batch #686a77. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device with unopened and damaged packaging was returned with no reload present. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The reported event ¿damaged packaging¿ was confirmed. Since the damage to the tyvek was from the outside to the inside, it is possible that this damage occurred during storage or transportation. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Event description:
It was reported that during a endoscopic segmental pneumonectomy, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.¿